Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the implantable cardiac monitor (icm) had episode of alert which was not recorded in the electrogram (egm). No intervention was performed. The patient status was unknown.